Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint ¿ litigation alleges that the patient suffered from pain and fatigue on account of her asr hip implants. Litigation further alleges that the patient was injured by excessive levels of chromium and cobalt in her blood as determined from blood tests. Patient is bilateral. Update - der rcvd for left 10 april 2014 updating product codes/lotnumbers/ hospital/ surgeon and patient information. Added cup loosening to reason for revision. Update correction - update received 10 april 2014 is incorrect. Left hip; doi (B)(6) 2009 dor not yet scheduled. Right hip: doi: (B)(6) 2008, dor (B)(6) 2014. Products already listed are for the right hip. (Not left). Right taper sleeve lot # added. Additional product added for right hip - stem. Additional 4 products added for left hip. Update rec'd 04/07/2015 - plaintiff¿s preliminary disclosure form was received, which identified left doi information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Medical records indicated that the revision on (B)(6) 2014 was for the left side not the right. The complaint was updated on: 04/16/15.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.this complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.